Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a battery life issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission: 06/24/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/08/2016 with the following findings: a review of the pump¿s black box revealed no evidence of a short battery life. The pump powered with a battery cap. The battery cap was able to fully tighten. The battery compartment was intact. The current draws were within specification. A ¿battery life¿ issue was not duplicated during the investigation. The pump case was removed and there was no evidence of moisture or loose components observed inside the pump.